Manufacturer narrative:
Per the manufacturer's subsidiary, the user facility's ccm was displaying a 'disk boot fail' message so the hard drive was replaced, but the message persisted. The hard drive was replaced again and the unit booted up correctly. The failing hard drive was re-installed to confirm it was not working, and the message appeared again so the working hard drive was re-installed.

Event description:
The user reported that upon receipt of the hard drive, and after installing the hard drive into a central control monitor (ccm), the ccm displayed a 'disk boot fail' message. There was no patient involvement.

Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Corrected block: h4 updated blocks: h3 and h6 block h4 was inadvertently filled out and should have been left blank. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the hard drive to function as intended. The pst installed the central control monitor (ccm) hard drive subassembly into a lab use only (luo) ccm and passed all testing. It was determined that the ccm hard drive functioned as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.